Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the byte aligners have caused the lower teeth to have shifted to the right causing chipping of teeth. The lower teeth are also clashing with the top teeth. The dentist has instructed discontinuing use of the byte aligners as they are not an adequate treatment for this patient's needs.